Event description:
Procedure type: lap chole. According to the reporter: the bag split as the surgeon was trying to remove it with the specimen from the patient. The bag fell into the patient's cavity and was retrieved. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).